Event description:
It was reported that the 9600 system video disappeared during a case. The 9600 system went to maximum exposure rate without producing an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.